Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an 3ml posiflush syrige not recognized by pump was not determined. The reported issue that there was an 3ml posiflush syrige not recognized by pump could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the 3ml posiflush syringe is not being recognized by the alaris syringe module. There was patient involvement and no information on patient injury.